Event description:
Patient required catheter for urinary retention. Coude catheter selected. Catheter inserted using sterile technique. When catheter balloon was inflated, saline leaked out of catheter just below connection point between the saline syringe and the catheter. Catheter unable to stay inserted in patient due to defective balloon. Required to pull catheter.